Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. The axis-2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci system preventive maintenance, intuitive surgical, inc. (Isi) technical field specialist (tfs) found that an error occurred on a patient side manipulator (psm)1 arm. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.